Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently underwent revision surgery in 2012 in order to re-position the receiver stimulator (specific date not reported). The patient reportedly developed a post-operative infection at the implant site. The patient received treatment for the reported infection and it subsequently resolved (treatment type and duration not reported).